Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the radius side assessed as surgical damage. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.